Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) had the home patient (hp) cycle power to the hc to end of therapy and advised the hp to start over with new supplies. They advised them to call the registered nurse (rn) and let them be aware of the possible exposure to unsterile air. The hp would start over with new supplies and call the rn. The hc was operational. The patient was connected at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.